Event description:
Snowden pencer scissor tip switch blade hook was loaded correctly but failed to cut suture. A second tip was tried with same results. The entire box (3 remaining) was pulled off shelf.